Manufacturer narrative:
More information is requested to analyze and take further actions. We have contacted the distributor, invacare, to obtain the information of user's, usage, road and product conditions. Whether it has caused the patient's serious injury is still unknown.

Event description:
It was reported the scooter tipped over while the end user was driving. The patient hit her head during the fall. The extent of the patient's injuries were unknown.